Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during a device check that the threshold values of the right ventricular (rv) lead had increased. All sensing and impedance values were all normal. The physician decided to perform a revision procedure to reposition the rv lead. The procedure went well and the threshold measurements were within normal range. No additional adverse patient effects were reported.